Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part 399.27 lot t115082 manufacturing date: 17-dec-2014 review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 17-dec-2014. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a retractor broke off. During a total hip replacement procedure on (B)(6) 2016, the surgeon was utilizing a hohmann retractor to retract soft tissue. The tip of the retractor that hooks onto the bone broke off. The piece was retrieved. There was no additional medical intervention or surgical delay reported. The broken retractor was replaced with another retractor that was on hand. Surgery was completed successfully. There was no patient harm. This complaint involves one device.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed; the distal tips of the returned device is sheared off at the location where the tip transitions from flat to upward direction. The sheared off fragment for would be approximately 6mm long with reference to the product drawing. Unable to determine a definitive root cause. Most likely due to application of significant leverage/prying force which exceeded the material strength of the distal tip. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned retractor is an instrument commonly used in the hip preservation surgery set per the technique guide. The relevant drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).